Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 344 mg/dl with extreme thirst and extreme urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate settings were recently changed. During troubleshooting, it was reported that the prime steps were not completed correctly. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged hyperglycemia was attributed to use error.